Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: lateral to the tube as opposed to in the ostium\essure growing through myometrium') and menorrhagia ('abnormal bleeding menorrhagia/ heavy bleeding') in a 34-year-old female patient who had essure (ess205) (batch no. 957934-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lumbar sprain, cervical pap smear abnormal, cough and fibroids. Concurrent conditions included hemorrhoids, constipation, thyroid disorder, genital bleeding, uterine bleeding, fatigue, irregular menstruation, smear cervix abnormal, cervicitis, nabothian cyst, adenomyosis, muscle hypertrophy and paratubal cyst. Concomitant products included ibuprofen since 2007 to (B)(6) 2017 for lower abdominal pain as well as oral contraceptive nos from 2004 to 2016 and tranexamic acid (lysteda). On (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2009, the patient experienced abdominal pain lower ("excessive cramping"). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding vaginal"). In (B)(6) 2017, the patient experienced alopecia ("hair loss/excessive hair loss"). In (B)(6) 2019, the patient experienced abdominal pain ("pain abdomen"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and migraine ("migraines / headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and on (B)(6)2017 underwent ablation). Essure (ess205) was removed on(B)(6)2017. At the time of the report, the embedded device, abdominal pain, migraine and alopecia outcome was unknown and the menorrhagia, vaginal haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, embedded device, menorrhagia, migraine and vaginal haemorrhage to be related to essure (ess205). The reporter commented: a total of (B)(4) coils on the left and 4 coils on the right remained in the uterine cavity diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2007: result: total bilateral occlusion; in september 2007: failure to occlude (close) fallopian tubes sep2007 test showed dye continued to leak and was advised to wait a few more weeks to allow healing to continue and retest. Retested in oct07 and confirmed essure was in place and working.; on (B)(6)2007: impression: minimal amount of free spill of contrast into the peritoneum bilaterally suggesting continued patency of the fallopian tubes; on (B)(6)2008: impression: adequate placement of bilateral essure devices with occlusion of fallopian tubes. Small amount of right uterine intravasation.. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menorrhagia, vaginal hemorrhage concerning the injuries reported in this case, the following one/ones were described in patients medical records : embedded device, device expulsion most recent follow-up information incorporated above includes: on 8-aug-2019: update of ptc information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation- fallopian tubes'), embedded device ('migration of essure device location of device: lateral to the tube as opposed to in the ostium\essure growing through myometrium') and menorrhagia ('abnormal bleeding menorrhagia/ heavy bleeding/ menorrhagia (heavy menstrual bleeding)') in a 34-year-old female patient who had essure (ess205) (batch no. 957934-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lumbar sprain, cervical pap smear abnormal, cough and fibroids. Concurrent conditions included hemorrhoids, constipation, thyroid disorder, genital bleeding, uterine bleeding, fatigue, irregular menstruation, smear cervix abnormal, cervicitis, nabothian cyst, adenomyosis, muscle hypertrophy and paratubal cyst. Concomitant products included ibuprofen since 2007 to march 2017 for lower abdominal pain as well as oral contraceptive nos from 2004 to 2016 and tranexamic acid (lysteda). On (B)(6) 2007, the patient had essure (ess205) inserted. In january 2009, the patient experienced abdominal pain lower ("excessive cramping"). In january 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding vaginal"). In september 2017, the patient experienced alopecia ("hair loss/excessive hair loss"). In january 2019, the patient experienced abdominal pain ("pain abdomen"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), pelvic pain ("chronic, pelvic pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial), hysterectomy with bilateral salpingectomy and on (B)(6) 2017 underwent ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, embedded device, migraine, alopecia, vaginal discharge, fatigue, nausea, weight increased and dysmenorrhoea outcome was unknown and the menorrhagia, vaginal haemorrhage, abdominal pain, abdominal pain lower and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: a total of 3 coils on the left and 4 coils on the right remained in the uterine cavity discrepancy noted in insertion date- (B)(6) 2005. The palntiff received treatment for pelvic pain, abdominal pain, menorrhagia, fallopian tube perforation, vaginal discharge, fatigue, nausea, weight increased. The plaintiff states that all symptoms have resolved since removal ablation not an option due to turning of essure device. Ablation not an option due to u-turn of device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: result: total bilateral occlusion; in september 2007: failure to occlude (close) fallopian tubes sep2007 test showed dye continued to leak and was advised to wait a few more weeks to allow healing to continue and retest. Retested in oct07 and confirmed essure was in place and working.; on (B)(6) 2007: impression: minimal amount of free spill of contrast into the peritoneum bilaterally suggesting continued patency of the fallopian tubes/ total bilateral occlusion, failure to occlude (close) fallopian tubes; on (B)(6) 2008: impression: adequate placement of bilateral essure devices with occlusion of fallopian tubes. Small amount of right uterine intravasation./ total bilateral occlusion, failure to occlude (close) fallopian tubes. Imaging procedure - on (B)(6) 2005: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menorrhagia, vaginal hemorrhage concerning the injuries reported in this case, the following one/ones were described in patients medical records : embedded device, device expulsion. Most recent follow-up information incorporated above includes: on 13-nov-2019: plaintiff fact sheet was received. Events added from pfs- dysmenorrhea (cramping). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation- fallopian tubes'), embedded device ('migration of essure device location of device: lateral to the tube as opposed to in the ostium\essure growing through myometrium') and menorrhagia ('abnormal bleeding menorrhagia/ heavy bleeding/ menorrhagia (heavy menstrual bleeding)') in a 34-year-old female patient who had essure (ess205) (batch no. 957934-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lumbar sprain, cervical pap smear abnormal, cough and fibroids. Concurrent conditions included hemorrhoids, constipation, thyroid disorder, genital bleeding, uterine bleeding, fatigue, irregular menstruation, smear cervix abnormal, cervicitis, nabothian cyst, adenomyosis, muscle hypertrophy and paratubal cyst. Concomitant products included ibuprofen since 2007 to (B)(6) 2017 for lower abdominal pain as well as oral contraceptive nos from 2004 to 2016 and tranexamic acid (lysteda). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced abdominal pain lower ("excessive cramping"). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding vaginal"). In (B)(6) 2017, the patient experienced alopecia ("hair loss/excessive hair loss"). In (B)(6) 2019, the patient experienced abdominal pain ("pain abdomen"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), pelvic pain ("chronic, pelvic pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial), hysterectomy with bilateral salpingectomy and on (B)(6) 2017 underwent ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, embedded device, migraine, alopecia, vaginal discharge, fatigue, nausea and weight increased outcome was unknown and the menorrhagia, vaginal haemorrhage, abdominal pain, abdominal pain lower and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, embedded device, fallopian tube perforation, fatigue, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: a total of 3 coils on the left and 4 coils on the right remained in the uterine cavity discrepancy noted in insertion date- (B)(6) 2005. The palntiff received treatment for pelvic pain, abdominal pain, menorrhagia, fallopian tube perforation, vaginal discharge, fatigue, nausea, weight increased. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: result: total bilateral occlusion; in (B)(6) 2007: failure to occlude (close) fallopian tubes (B)(6) 2007 test showed dye continued to leak and was advised to wait a few more weeks to allow healing to continue and retest. Retested in oct07 and confirmed essure was in place and working.; on (B)(6) 2007: impression: minimal amount of free spill of contrast into the peritoneum bilaterally suggesting continued patency of the fallopian tubes; on (B)(6) 2008: impression: adequate placement of bilateral essure devices with occlusion of fallopian tubes. Small amount of right uterine intravasation.. Imaging procedure - on (B)(6) 2005: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menorrhagia, vaginal hemorrhage. Concerning the injuries reported in this case, the following one/ones were described in patients medical records : embedded device, device expulsion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received : reporter information updated. Events added- pelvic pain, fallopian tube perforation, vaginal discharge, fatigue, nausea, weight increased. Lab data added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: lateral to the tube as opposed to in the ostium\essure growing through myometrium') and menorrhagia ('abnormal bleeding menorrhagia/ heavy bleeding') in a (B)(6)-year-old female patient who had essure (ess205) (batch no. 957934) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lumbar sprain, cervical pap smear, cough and fibroids. Concurrent conditions included hemorrhoids, constipation, thyroid disorder, genital bleeding, uterine bleeding, fatigue, irregular menstruation, smear cervix abnormal, cervicitis, nabothian cyst, adenomyosis, muscle hypertrophy and paratubal cyst. Concomitant products included ibuprofen since 2007 to (B)(6) 2017 for lower abdominal pain as well as oral contraceptive nos from 2004 to 2016 and tranexamic acid (lysteda). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced abdominal pain lower ("excessive cramping"). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding vaginal"). In (B)(6) 2017, the patient experienced alopecia ("hair loss/excessive hair loss"). In (B)(6) 2019, the patient experienced abdominal pain ("pain abdomen"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and migraine ("migraines / headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and on (B)(6) 2017 underwent ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the embedded device, abdominal pain, migraine and alopecia outcome was unknown and the menorrhagia, vaginal haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, embedded device, menorrhagia, migraine and vaginal haemorrhage to be related to essure (ess205). The reporter commented: a total of 3 coils on the left and 4 coils on the right remained in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: result: total bilateral occlusion; in (B)(6) 2007: failure to occlude (close) fallopian tubes (B)(6) 2007 test showed dye continued to leak and was advised to wait a few more weeks to allow healing to continue and retest. Retested in (B)(6) 2007 and confirmed essure was in place and working.; on (B)(6) 2007: impression: minimal amount of free spill of contrast into the peritoneum bilaterally suggesting continued patency of the fallopian tubes; on (B)(6) 2008: impression: adequate placement of bilateral essure devices with occlusion of fallopian tubes. Small amount of right uterine intravasation. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menorrhagia, vaginal hemorrhage. Concerning the injuries reported in this case, the following one/ones were described in patients medical records : embedded device, device expulsion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received- previously reported event ¿injury to herself ¿replace with migration of essure device location of device: lateral to the tube\ essure growing through myometrium¿, events- ¿ abnormal bleeding (vaginal, menorrhagia), migraines / headaches, , pain, hair loss¿. Concomitant drugs and concomitant conditions, lab data, new reporters , lot number added. Outcome of the events- abnormal bleeding menorrhagia/ heavy bleeding , abnormal bleeding vaginal and abdominal pain lower updated to ¿recovered/resolved¿. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.